Event description:
It was reported via phone call that the customer was hospitalized once for high blood glucose levels and once for low blood glucose levels. The customer mentioned that the emergency medical services was also called to her house. She has lost consciousness, she was given 3 and a half glucose shots before she gained consciousness. The customer requested that their insulin pump be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.